Event description:
It was reported that the patient experienced ineffective therapy. Impedance check revealed high impedances on one of the leads. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Therapy was restored post op.Investigation was unable to determine which lead had the high impedances.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: Common Device Name: SCS Lead, Model:3186 , UDI: (b)(4), Serial: (b)(6), BATCH: A000161809.